Event description:
International complaint received from complaint coordinator. Customer reports during use of administering tpn leakage occurred from the male luer lock. There was no report of patient injury or medical intervention.

Manufacturer narrative:
A request for the return of the device has been made. This is not an isolated incident. Review of the complaint history reveals similar reports have been received for this product (lot number, gd814202) for the reported issue.